Event description:
This patient (gender and age were unk) was presented to the interventional lab for repair of a lesion located in an artery below the knee (left or right, size of lesion unk). There were severe calcification, mild vessel tortuosity and 99% stenosis. The physician used an ipsilateral approach form the femoral artery. He inserted the guidewire (cruise, size unk / getz bross) accross the target lesion via the sheath introducer and advanced the prepared savvy over the guidewire through the sheath introducer to the target lesion. When the physician attempted to inflate the balloon, with an indeflator, the balloon ruptured at 2 atmospheres. There was no information about the procedure after this balloon rupture. There was no adverse consequence to the patient.